Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an electrical safety test failure occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service engineer (fse) discovered that the device¿s power cord exceeded the resistance limits. The fse determined a replacement of the power cable was required. The investigation is ongoing.

Manufacturer narrative:
The unit was sent to bench repair. The customer was contacted regarding the repair of this device, but no response has been received. Bench repair was later cancelled due to lack of response from the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
At a later time, the customer ordered a replacement power cable for repair. A quote for the part order was sent to the customer for approval. The quote for part order expired after no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.